Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no communication, only color bars when connected. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image shown on monitor, hard to attached endoscope¿s eyepiece to the endoscope mount and grinding noise on coupler. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no communication, only color bars when connected is due to probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.